Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Evaluation summary: the analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with a blue cartridge reload loaded on the device. The reload was received partially fired and with the lockout spring normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, product was fired once, on second reload there was a great deal of force needed to close the product and subsequently there was difficulty firing. Product was removed, unfired and another used to complete procedure. Patient was unaffected.